Event description:
Ketoacidosis[diabetic ketoacidosis]. Case description: it was reported that pt was hosp with diabetic ketoacidosis while using a novopen 3 (insulin delivery device). The pt found that the novopen 3 would dial up but not dispense the insulin. The piston rod was also jammed. When the pt returned novopen to the diabetes nurse there was no insulin cartridge in the device. The pt uses mixtard 30/70 (human insulin) with the novopen 3. Pt uses the needles for 2 days and leaves the needle on between injections. Pt only performs an air shot at the beginning of each new penfill. The pt has a second device which has the same problem (guardian of the pt has the other device) (case no. 220237). The event has been confirmed by hcp (paediatrician). The pt has recovered from the event. Comment: as the event involves two novopen 3 devices, this case is linked to case 220237.